Event description:
Upon patient's first 60 minute eecp therapy session the patient began to experience shortness of breath and phlegm in their throat 15 minutes into therapy. An oxygen mask was applied and oxygen saturation increased from 64% to 85%. The patient was taken to the ER via ambulance.